Event description:
During the implant procedure, the device was unable to measure impedances in the pocket. The physician suspected a possible header issue. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.